Event description:
The physician reported a possible reaction to the an69 membrane using an ak-10 pump. The system was blood-primed and the reaction occurred immediately at initiation of treatment. The treatment was discontinued and, after saline prime, resumed without further incident.